Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). No product was received for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, a visual and functional inspection is performed to the catheter.

Event description:
As reported, during use in patient, the latex covering the filaments of this fogarty corkscrew catheter was ripped. There is no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9 and h6 (device code). Updated section b5 and h6 (type of investigation) . Finally, the device was received for evaluation. The report of "latex cover ripped" was confirmed. Spiral cable was exposed through a tear of approximately 2cm in length in the latex membrane. Edges of the torn region did not appeared to match up. There was no visible damage observed to the catheter body. It was able to move the thumb slide on the handle forwards and backwards and the membrane extended and contracted respectively. The IFU indicates "exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation." And " to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through visual inspection to verify general appearance, contamination, length of the tube, diameter of the bonding and spiral coil verification in closed position. Also, an inspection of the functionality of the handler is performed to verify the behavior of the coils, spiral and latex membrane integrity.

Event description:
As reported, during use in patient, the latex covering the filaments of this fogarty corkscrew catheter was ripped. There is no allegation of patient injury. The device was received for evaluation and edges of the torn region did not appear to match up.